Manufacturer narrative:
One device was returned for repair in good condition. Service history review identified this device has not been in for service previously. Air detector test failed and the primary problem of air in line was duplicated. When turning on the pump, patient data lost alarm appeared on the screen and date showed 2005.the clock battery of the main board not working. Replaced main board and air detector.

Event description:
It was reported that the pump stated air in line. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.